Event description:
The complainant has reported that a pt (age and gender unknown) underwent a therapeutic colonoscopy procedure for treatment. The clinician stated that the clip opened; however, it would not close onto the bleed site when the handle was activated. The pt did not sustain any complications or ill effects as a result of the deploment issue. The procedure was completed successfully with another of the same device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event at this time. Should further relevant details become availabe, a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.